Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the faradrive sheath was prepped by staff at the back table. Faradrive was brought over to the procedure table and advanced over the wire through the access site in the patient's groin. When the physician went to remove the dilator and aspirate approximately 5-6 cc of air was pulled. The physician continued to aspirate from the port and then flushed to clear the sheath. Upon introducing a mapping catheter through the faradrive sheath, the physician attempted to aspirate again. Approximately 5-6 cc of air was pulled out again. Versacross connect for faradrive dilator and octaray mapping catheter were inside the sheath prior to, and/or at the time, the air was observed. The sheath was irrigated using heparinized saline 2 unit/ml at 50 ml/hr on an IV pump. No other issue has been reported. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve, pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the faradrive sheath was prepped by staff at the back table. Faradrive was brought over to the procedure table and advanced over the wire through the access site in the patient's groin. When the physician went to remove the dilator and aspirate approximately 5-6 cc of air was pulled. The physician continued to aspirate from the port and then flushed to clear the sheath. Upon introducing a mapping catheter through the faradrive sheath, the physician attempted to aspirate again. Approximately 5-6 cc of air was pulled out again. Versacross connect for faradrive dilator and octaray mapping catheter were inside the sheath prior to, and/or at the time, the air was observed. The sheath was irrigated using heparinized saline 2 unit/ml at 50 ml/hr on an IV pump. No other issue has been reported. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.